Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7303518, UDI: (B)(4).

Event description:
It was reported that the patient had a failed trial. The tape detached from his back, and the spinal cord stimulation (scs) leads subsequently moved out of the designated area. The explanted device components will not be returned as it was disposed of per facility policy.